Event description:
Post-operative impedance for pair 8, 11 was 34 ohms. Pair c, 11 was 778 ohms and pair c, 8 was 775 ohms. It was recommended to avoid using electrode 8 or 11 for therapy. During a subsequent programming session, the impedances were within normal range.

Manufacturer narrative:
(B) (4).